Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case.  (B)(4). The devices were returned for evaluation. Investigation is underway.

Event description:
As reported by the field clinical specialist, during the off-label implantation of a 29mm sapien 3 valve (s3) in the mitral position for mr via transvenous approach, difficulties were encountered tracking the valve to the native mitral annulus and the first valve embolized post deployment. The second delivery system (ds) also had difficulties tracking, causing kinks in the ds with subsequent inflation/deflation issues. The second valve also embolized. First ds and 29mm s3:  issues occurred crossing the septum and wire position was lost with the delivery system on the wire. A second wire was advanced, snared and pulled through the mitral valve all the way to the descending aorta. The wire position and the position across the septum was not optimal causing the 29mm s3 not coaxial within the native mitral valve which required several adjustments. During this time, the patient was unstable due to the wire holding open the native aortic valve leaflets. Post valve deployment with 5cc¿s extra volume, the valve embolized into the left atrium ¿and was floating.¿ the s3 was still on the wire at this point, and a 35mm z-med balloon was used to push the embolized s3 back into the native mitral annulus. Once the z-med was deflated, the valve embolized back into the atrium. The perceived cause of the embolization was the valve was undersized and poor coaxial angle through the septum for deployment. Pre-deco observations of the returned devices (first ds and 29mm s3) showed the delivery system was fully inserted through esheath. Circumferential sheath delamination with liner sticking out of hdpe shaft, delamination approximately 3" in length, marker band intact, attached to sheath liner. Kink on sheath ~7" from distal tip, no liner tear. The crimp balloon was torn. The balloon was cut off by engineer to separate devices. Gouges on flex tip was observed. Second ds and 29mm s3: an impella was then placed and the patient stabilized. A second commander ds and valve were used and also had tracking difficulties to the native mitral valve. During advancement of the ds across the septum, the system ¿twisted and curled around in a curly-q.¿ the second valve inflated approx. 85%, at which point the team was unable to inflate any further (5 additional cc¿s in the atrion). The atrion was switched for a 60 cc syringe and an attempted to push additional fluid into the balloon; however the balloon never completely inflated and the valve was not fully expanded. The 2nd 29mm s3 then embolized into the left atrium. Difficulties were also encountered deflating the ds once the valve embolized. There were no visible leaks in the system and the difficulties were considered related to the ¿severely kinked¿ ds. A second attempt was made to deploy the valve after the delivery system was straightened out to remove any kinks, but the balloon did not inflate any further. The patient began to decompensate and was bleeding ¿somewhere¿ although no bleed was found. It was suspected that the bleeding was in the ivc due to the delivery system manipulation. Also, the patient¿s septum was severely damaged as well. CPR was initiated several times; however, the patient went into v-fib and expired on the table. Pre-deco of the returned devices (second ds and 29mm s3) showed a kink on balloon shaft due to packaging, residual fluid in balloon, and kinks on flex shaft: ~4" and ~4.5" from flex tip. The system was able to "be" fully inflate and deflate with no abnormalities observed.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case.  Please reference the following related manufacturer report no: 2015691-2018-04144 edwards commander delivery system lot number 61460011. 2015691-2018-04145 edwards commander delivery system lot number 61460012. 2015691-2018-04146 edwards sapien 3 transcatheter valve serial number (B)(4). 2015691-2018-04147 edwards sapien 3 transcatheter valve serial number (B)(4). 2015691-2018-04148 edwards esheath introducer set lot number 61409034.

Manufacturer narrative:
The delivery system was returned after use in the procedure. The delivery system was fully inserted through the sheath. The devices were separated for decontamination and evaluation. In order to separate the sheath from the delivery system, the inflation balloon was cut from the delivery system. The delivery system was visually inspected and the following was observed: crimp balloon torn proximal to the inflation to crimp balloon (I/c) bond with balloon wings flared out and gouges on flex tip. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. Dimensional analysis was performed. Double wall thickness measurements were taken on the crimp balloon proximal to the balloon tear. The area distal to the tear could not be measured as that area consists of the bond area with the inflation balloon. All measurements met specification. Returned imagery shows the valve prior to deployment. Significant bends are noted in the balloon distal and proximal to the crimped valve. The balloon was inflated slowly in this position. The balloon was able to be fully inflated and imagery also shows the start of balloon deflation, supporting that the balloon tear occurred during withdrawal of the delivery system. No imagery was provided pertaining to the tracking difficulty. A device history review was performed and the work orders did not reveal any issues that could have contributed to this complaint. A lot history review was performed and revealed no additional complaints for ¿delivery system ¿ tracking difficulty¿ or ¿balloon ¿ torn¿. A review of complaint history from october 2017 to september 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿delivery system ¿ tracking difficulty¿ with returned devices. A review of the complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for the trend category of ¿tracking difficulty¿. A review of complaint history from october 2017 to september 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿balloon ¿ torn¿ with returned devices. A review of the complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for the trend category of ¿damaged¿. No instructions for use (IFU) or training deficiencies were identified. During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) is visually inspected and tested several times. Additionally, underwent product verification testing as a requirement for lot release and no failures occurred during product verification testing and the lot was released.  These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. Delivery system ¿ tracking difficulty the complaint for ¿delivery system ¿ tracking difficulty¿ was unable to be confirmed. No potential manufacturing non-conformance were identified in the returned device. The reported information noted that the difficulty occurred while ¿wire position and the position across the septum was not optimal¿. It is likely that the wire positioning issues contributed to the observed tracking difficulty during this off-label procedure. Balloon - torn the complaint for ¿balloon ¿ torn¿ was confirmed based upon visual inspection of the returned device. Dimensional testing of the crimp balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing nonconformance. Furthermore, review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigation supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. Per the information reported, the device was used for an off-label procedure for implantation in the mitral position. Tracking difficulty was encountered prior to inflation of the balloon. It is possible that manipulation of the device as a result of tracking difficulty encountered in the off-label procedure put additional stress on the balloon, resulting in damage to the balloon bond. In addition, an additional 5cc was used to inflate the balloon. It is possible that the additional pressure in the system caused by this additional volume put additional stress on the balloon bond, causing it to weaken on full inflation. The balloon was fully inflated. Therefore, it is likely that the tear occurred upon withdrawal of the delivery system, in conjunction with the bond being weakened by the factors described above. At this time, a definite root cause cannot be determined. However, available information suggests that procedural factors contributed to the reported event. To address the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent further review. This review identified a correlation between recent increase in complaint rates with alternate extrusion processing methods. As off-label use is not considered in fmeas, fmea assessment was not completed. Delivery system ¿ tracking difficulty the complaint for ¿delivery system ¿ tracking difficulty¿ was unable to be confirmed, and no labeling inadequacies were identified. The complaint is attributed to procedural factors (sub-optimal wire positioning). Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required. Balloon - torn the complaint for ¿balloon ¿ torn¿ was confirmed. A definitive root cause was unable to be determined, but it is possible that procedural factors (tracking difficulty, additional volume used during balloon inflation) contributed to the reported event. No manufacturing non-conformance and no labeling/IFU inadequacies were identified. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed. In addition, to address the emerging trend in ic bond complaints, the corrective and preventative action investigation is being updated.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.